Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2023-02193. Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 where the extensions were re-tunneled.

Event description:
Related manufacturer report number 1627487-2023-02193: it was reported that patient was experiencing stiffness in her neck due to the extensions. Surgery is pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)